Manufacturer narrative:
Per good faith effort (gfe) response received on 28oct2025, it was confirmed that the defective battery was replaced, successfully resolving the reported issue. Following the repair, the device underwent performance specification testing, which it passed, as validated by the specified tests in the service manual. The ventilator has been returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that during preventative maintenance (pm), it was observed that the device was getting a ¿battery failed alarm" message and had placed an order for a replacement battery back in may and has not received the battery. There was no patient involvement. Also, it was noted that the battery needed to be replaced due to age. Per the philips service manual, the recommended replacement is every 5 years. However, the customer has not received the battery for replacement and was calling into technical support for status. It was reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) confirmed with the customer that the battery test passed, with no malfunction. The rse advised customer possible escalation for battery orders if needed. Per good faith effort (gfe) response, it was confirmed that the device displayed a ¿battery failed alarm" message and right now, the problem is with the battery availability. The customer ordered a battery since may, and the battery is still in back order until now. Customer called tech support to follow up regarding the battery availability. Resolution and disposition are pending. Investigation is ongoing.